Manufacturer narrative:
(B)(4).

Event description:
Procedure: colostomy takedown. According to the reporter: after firing the instrument, the surgeon turned the knob two full turns counter clockwise to open the instrument. When trying to remove the stapler from the rectum, the anvil was stuck and separated from the stapler handle. As a result the surgeon had to convert from lap to open procedure to open the colon and remove the anvil. When surgeon inspected the anastomosis it showed no leakage, and when inspecting the donuts, both seemed fine. There was no blood loss of 500cc or more due to the product problem. Operative time was extended by more than 30 minutes due to the product problem. There was no unanticipated tissue loss.